Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision pc is defective and no image was available. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device was having image issues on the flexvision monitor. No harm was reported to philips. A philips field service engineer (fse) visited the site and identified that the flexvision pc was defective. The flexvision pc was replaced and the device was returned to expected functionality.